Manufacturer narrative:
The device has been received. Root cause pending outcome of investigation. A supplemental report will be submitted once the investigation has been completed. Review of labeling: possible adverse events serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, respiratory disorders; cardiovascular disorders, including myocardial infarction (heart attack) or arrhythmias; neurologic injuries resulting in weakness, paralysis, numbness, tingling, or pain; vascular (blood vessel) injuries, including hemorrhage (bleeding); thrombosis (blood clots) leading to deep venous thrombosis or pulmonary embolism; or death.

Event description:
On (B)(6) 2025, a patient underwent a 2-level lumbar fusion case utilizing the orthofix/seaspine regatta lateral system. The surgeon was able to successfully complete the first level, however, during the second level, the regatta easy connect t-handle became stuck to the lateral box cutter. When the lateral box cutter and easy connect t-handle were removed, the surgeon nicked a vessel. This caused approximately a 15 minute delay to stop the bleeding. The surgeon had to close the patient without completing the procedure. On (B)(6) 2025, an additional surgery was performed (tlif) and was able to be completed successfully. Reporter confirmed the patient is doing well. No patient injury was reported. This MDR will document the event for the lateral box cutter. MDR 3012120772-2025-00052 will document the event for the regatta easy connect t-handle.

Manufacturer narrative:
The box cutter associated with the reported event was returned for evaluation along with two t-handles. No issues were identified with the box cutter interface. The box cutter connected appropriately with both returned t-handles as well as with an additional functional comparator. For the first t-handle, the reported issue could not be reproduced, and the assembly functioned as intended. For the second t-handle, internal spring damage and impaired button translation were noted, which contributed to difficulty engaging the box cutter. These findings indicate that the observed functional issue was attributable to the condition of the t-handle rather than the box cutter. The box cutter was determined to perform as intended. No device-related malfunction was identified, and no root cause associated with the box cutter could be established. Orthofix/seaspine will continue to monitor for similar events through routine post-market surveillance. Review of labeling: possible adverse events serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, respiratory disorders; cardiovascular disorders, including myocardial infarction (heart attack) or arrhythmias; neurologic injuries resulting in weakness, paralysis, numbness, tingling, or pain; vascular (blood vessel) injuries, including hemorrhage (bleeding); thrombosis (blood clots) leading to deep venous thrombosis or pulmonary embolism; or death.